Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 469 mg/dl. The customer was treated with injections. Customer did not report any symptoms related to high blood glucose. The customer stated that they received no delivery alarm and tried all remedies. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.